Event description:
It was reported by the clinical nurse educator (cne) in the intensive care unit/cardiac care unit that the pacing wire was inserted via the pt's jugular site without incident by an experienced md. Shortly thereafter, blood and crystalloid was noticed 'leaking back into the cath-gard contamination shield.' According to the cne the wire was insitu, ECG capture was not compromised. The sales rep instructed the cne on tightening the tuohy-borst adapter distal and proximal. The cne stated that they have done this to the point that they would be concerned that they may fracture the pacing wire if tightened any further. There is no reported pt death or injury. Medical/surgical intervention was not required. There was no delay or interruption in therapy. There were no reported pt complications and the pt's outcome is listed as stable. Additional info received from the regional sales mgr east USA, canada stated "the tightening of the touhy borst did not resolve the issue although the cath-gard was/is full of blood and crystalloid and was not spilling outside of the cath-gard. An email was received from the same nurse educator today informing the regional sales mgr, that the wires/sheath etc. Were removed from the pt. Pt status was stable."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.